Manufacturer narrative:
(B)(4). Stricture is a known potential complication of endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The patient was treated with standard method of dilation. These cases will be reported to the FDA under the following MDR numbers: 3008780134-2019-00003 - patient 01, 3008780134-2019-00004 - patient 02, 3008780134-2019-00005 - patient 03, 3008780134-2019-00006 - patient 04, 3008780134-2019-00007 - patient 05.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2019 that occurred during the euro-coldplay study in an operating room setting during use in the emea region. Euro-coldplay study is the short name for the "multicenter european prospective study on the efficacy and safety of the focal c2 cryoballoon ablation system in patients with barrett's esophagus-related neoplasia". The reported complaint from the primary investigator for the euro-coldplay study brought up a concern about the stricture rate of 17%, which is higher than the expectation of approximately 13% per the prior study (coldplay-3), involving a pentax medical c2 cryoballoon golf controller, model fg-1017. Within the complaint, there were four adverse event patient cases mentioned where patients presented with strictures. Two patient cases were resolved after one dilation each, another two patients required multiple dilations. Additionally, during pentax medical data collection process, a 5th patient case was identified with strictures requiring dilation. There were no reported device issues or malfunctions at the time of the procedures. Patient 02 (#(B)(6)) had undergone nine 10 second ablations during first treatment. Controller documented during the first treatment, model fg-1017, lot: 02112019-02, unknown serial number. One dilation treatment was performed on (B)(6) 2019. The treatment resulted in a diameter of 17mm and resolved the case. A second ablation treatment was performed, with an unknown date. A request is being sent to gather additional information about the reported events.